Manufacturer narrative:
(B)(4). Batch # n53z34. The analysis found that one ntlc75 device was returned in good visual condition and with cartridge reload loaded on the device. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. After further inspection, it was noted that the right bearing was missing. No damage to the saddle pin was noted. The device was tested for functionality with the returned cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the staple height selector functioned as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, adjustment knob for the staple height was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.